Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02267 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02268 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was stuck to the over sheath resulting in difficulty releasing the clip from the catheter. Another clip was opened and used, but the same issue occurred. There has been no reported patient complications due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.